Event description:
A hospital in (B)(6) reported that one of the port caps on the rt041m hospital full face non-vented mask was broken and caused a leak in niv ventilation. The leak affected the efficiency of the ventilation.

Event description:
A hospital in (B)(6) reported that one of the port caps on the rt041m hospital full face non-vented mask was broken and caused a leak in niv ventilation. The leak affected the efficiency of the ventilation.

Manufacturer narrative:
(B)(4). The complaint rt041m hospital full face non-vented mask is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt041m hospital full face non-vented mask was returned to fisher & paykel healthcare (B)(4) for visual inspection. Results: visual inspection revealed that the left port of the mask was found to be broken off from the base, and the port cap was still connected to the detached port piece. A lot check revealed no other complaint of this type for lot 110221. Conclusion: we were unable to determine the cause of the fault. The customer stated that the device appeared to have been weakened when it was taken out of the shipping carton. The information provided by the customer indicates that the damage may occurred during transport or storage of the device. All rt041 full face masks are checked for cracks during production, and those that fail are rejected. Our user instructions that accompany the rt041m hospital full face non-vented mask indicate in pictorial form the correct setup and use/fitting of the mask, and state the following: "this mask does not include an anti-asphyxiation valve that would allow a patient to breath in case of therapy device failure." "This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff." "The mask must be used with ventilators that have adequate alarms and safety systems for ventilator failure."